Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The baker grade is IV. The device has been explanted.

Event description:
Patient reported right side capsular contracture the baker grade is IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed, white particles on the surface of the shell.